Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the footswitch of the navigation system was replaced to restore functionality. The system then passed a system checkout and was found to be fully functional. The foot switch was returned to the manufacturer for evaluation. Testing found that two wires on the unit were shorted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: pn: 9733624, ln: unk, UDI: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the foot-switch was damaged. The site's biomedical engineer tested the switch with a multi-meter and determined that the cable was shorted. There was no patient present when this issue was identified.